Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that technical services (ts) was contacted for a consult review of this pacemaker system presenting electrogram (egm) inquiring about possible accelerated junctional rhythm. Ts reviewed the presenting electrogram (egm) was unable to confirm atrial pacing was blanking signal from the left bundle branch (lbb) lead. Ts recommended for further evaluation in clinic to be performed. At this time, no adverse patient effects were reported. This pacemaker remains in service.